Manufacturer narrative:
Received one used list# mc330428, 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer. One used list# unknown, bifurcated t adaptor. As received, the tubing was separated, visual inspection under uv light shows lack of sufficient adhesive. No other damage or anomalies observed. Confirmed customer complaint, part of the med line tubing and piece that screws onto the bifuse connector both detached. Probable cause, insufficient solvent during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer where the reporter stated that upon disconnecting a med line from a bifuse attached to a patient's ped's PICC, the line disconnected in an unusual way. Upon further inspection, part of the med line remained fused to the bifuse, the tubing and piece that screws onto the bifuse connector both detached. Basically, the med line somehow ended up in 3 pieces. There was patient involvement, there was no significant delay in therapy and no harm to the patient.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.